Event description:
Philips received a complaint on the heartstart xl device indicating that there was a battery problem. The device was evaluated by a philips rse and it was confirmed that the battery was faulty. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on (B)(6) 2013. All options associated with this defibrillator were discontinued as of (B)(6) 2013. The end of support date for the device is 31-december-2018. The customer was aware of the end-of-life terms and the device remains at the customer site. No further evaluation is warranted at this time.